Event description:
It was reported that on (B)(6) 2018, the operating nurse used a thermo-hydraulic instrument to inflate and warm the patient. After about 3 to 4 hours of use, the device produced a number of bubbles in the infusion line. The size of the bubbles were approximately 0.2 mm-0.3 mm. In addition to this issue, a piece of hair was also observed in the line. The device was discontinued immediately after these observations. No patient injury or complications were reported in relation to this event.